Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('general, abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: normal sonographic appearance of the uterus period. The ovaries are not demonstrated. Concurrent conditions included hypothyroidism, hyperlipemia, constipation, vitamin d deficiency, menses irregular, adenomyosis, uterine bleeding, gerd, epigastric discomfort, rectal bleeding, internal hemorrhoids, gastric polyps, gastritis, perineal pain, endometriosis, insomnia and arthralgia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, depression, vaginal haemorrhage, anxiety, migraine, anaemia, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),general, abnormal bleeding. If no removal planned, select reason(s) unable to afford surgery. Discrepancy noted: date(s) of insertion: (B)(6) 2015, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: endometriosis.. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Diffuse myometrial heterogeneity with multifocal areas of refractive shadowing within the uterus and at least one small posterior subendometrial cyst, raising the possibility of adenomyosis. This could be better assessed with MRI. Trace fluid within the endocervical canal. Poor delineation of the endometrial echo complex measuring between 6 to 10 mm, in this patient who is menstruating at the time of the study. No dominant ovarian lesions on either side. Flow was documented to both ovaries. No significant free pelvic fluid. Ultrasound scan - on (B)(6) 2015 abnormal uterine bleeding (aub). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('general, abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: normal sonographic appearance of the uterus period. The ovaries are not demonstrated. Concurrent conditions included hypothyroidism, hyperlipemia, constipation, vitamin d deficiency, menses irregular, adenomyosis, uterine bleeding, gerd, epigastric discomfort, rectal bleeding, internal hemorrhoids, gastric polyps, gastritis, perineal pain, endometriosis, insomnia and arthralgia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, depression, vaginal haemorrhage, anxiety, migraine, anaemia, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),general, abnormal bleeding. If no removal planned, select reason(s) unable to afford surgery. Discrepancy noted: date(s) of insertion: (B)(6) 2015, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: endometriosis.. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2015: diffuse myometrial heterogeneity with multifocal areas of refractive shadowing within the uterus and at least one small posterior subendometrial cyst, raising the possibility of adenomyosis. This could be better assessed with MRI. Trace fluid within the endocervical canal. Poor delineation of the endometrial echo complex measuring between 6 to 10 mm, in this patient who is menstruating at the time of the study. No dominant ovarian lesions on either side. Flow was documented to both ovaries. No significant free pelvic fluid.. Ultrasound scan - on (B)(6) 2015: abnormal uterine bleeding (aub). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, blood or heart disorder/condition type: anemia, migraines / headaches,nausea, device breakage, dyspareunia (painful sexual intercourse) were added. Psych injury was updated and psychological or psychiatric problems condition: depression added. New reporters, plaintiffs information were added. Concomitant conditions and lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.